Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that multiple knives were noted to be dull during separate surgeries. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Six opened slit knives were received by manufacturing with foam protectors in blister packages for the report of being dull. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be nonconforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are 12 additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed however, possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the functional nonconforming samples is unknown. An investigation has been initiated to investigate the possible manufacturing related root cause and number of related complaints for this issue. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).